Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This may include excessive force, which ultimately resulted in the device breaking. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 11/28/2025, it was reported by a sales representative via (B)(4) that an ar-6065-90 rotation lasso nitinol loop from the device broke while trying to retrieve the suture from around the labrum. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.